Event description:
Info received indicates, the casters continue to spin when in brake.

Manufacturer narrative:
The tech found the casters were worn. The tech replaced the casters to repair the stretcher.